Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient has parkinson¿s disease and fell twice in a week. The patient also had a terrible headache in the back of their head. Magnetic resonance imaging (MRI) was completed and the patient¿s healthcare provider (hcp) ¿was not quite sure about it¿ so they ordered an MRI that they were not supposed to be in. The patient thought the MRI was in (B)(6) 2016. The patient thought their device was no longer working because they had stomach pains all over their stomach since having the MRI scan. The patient couldn¿t believe the pain they were in. The patient would have an appointment with their managing hcp at the end of (B)(6) 2016. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor. Refer to manufacturer¿s report #3004209178-2016-13017 regarding bladder pain after MRI.

Event description:
Additional information received from the health care provider (hcp) reported that the patient had 2 mris with the device in place. The hcp called the patient and set up an appointment in the near future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.